Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the lot number was not reported. It was reported that the guide wire felt as if it is losing hydrophilicity during use resulting in resistance with balloons and stents in the procedure. Factors that may contribute to a perceived loss of hydrophilicity / resistance with other devices include, but are not limited to, inner diameter of the device, outer diameter of the guide wire, device support, buildup of procedural contaminants, polymer damage, challenging anatomy, and/or damage to the device or guide wire core. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B3: estimated date. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported as a general comment that in the last two months, the ht bmw universal 190 cm guide wire (gw) was losing hydrophilicity resulting in resistance with unspecified balloon catheters and unspecified stents during advancement and removal in the procedure. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.